Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed endocarditis and that the right ventricular lead and implantable cardioverter defibrillator (ICD) were explanted and a future replacement was planned. No further patient complications have been reported as a result of this event.